Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider of a clinical study via a manufacturer representative. It was reported that regarding the cause of pain: the adverse event was not resolved by reprogramming. It seems that the patient had persistent pain due to central sensitization. The patient was encouraged to undergo multidisciplinary pain management including physiotherapy and psychology sessions for chronic pain management, however, the patient did not want to participate. Central sensitization because of chronic pain associated with psychosocial issues. The patient's lower back pain and pain on the ins site was increased after the implant. It was reported that the adverse event was increased lower back pain and pain on the implantable neurostimulator (ins) site. They contacted the field clinical engineer (fce) and later a sub investigator contacted the patient. The patient was later admitted as an inpatient in the emergency department (ed) for a few hours for acute pain management and underwent a few investigations to rule out infection; infection was ruled out. The patient was booked with a sub investigator for a review appointment and the fce for spinal cord stimulation (scs) optimization to rule out lead migration. The event was possibly related to a study procedure; the index procedure. The rationale for the relationship to the device or procedure was increased pain post procedure. The event was possibly related to the therapy. The adverse event of pain on the ins site was noted to be not related to the therapy. It was noted as such since severe pain persisted after reprogramming and even after his lead explantation. The procedure was updated to "system modification". The adverse event was treated with a system modification on (B)(6) 2023; the neurostimulator and leads were explanted without replacement. This lead to a serious deterioration in the health of the subject, as defined by "medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function".

Event description:
Additional information was received from the health care provider of a clinical study via a manufacturer representative reporting that the reason for explant was pain on the ins site.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the ins, serial# (B)(6), was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. There were insignificant anomalies. The ins passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the clinical team. It was reported that CT performed on (B)(6) 2023 showed that the lead was at the eighth thoracic vertebrae (t8), that there was no evidence of abscess, and there was no epidural or paravertebral hematoma. The results were not clinically significant. A blood test also performed on (B)(6) 2023 found low anion gap, elevated white blood cell count and platelet count, high lymphocytes, and monocyte eosinophil. These results were not clinically significant. The adverse event term was updated to increased lower back pain that had a causal relationship to the index procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the clinical site. It was reported that the patient was seen by a sub-investigator and started on celecoxib, and increased lyrica. X-ray of the thoracolumbar spine was done. The patient was seen by the field clinical engineer (fce) and the spinal cord stimulation was reprogrammed. The x-ray result was that the epidural leads appeared in a satisfactory position on (B)(6) 2023. Additional information received by the clinical site updated that the adverse event did not result in in-patient or prolonged hospitalization. Additional information received by the clinical site reported that the event was not recovered/not resolved after being seen by the fce and reprogrammed. Additional information received by the clinical site reported that the patient was seen by the fce and optimization was done. The ins, two leads, and two anchor accessories were received by the manufacturer indicating that the system was explanted.

Manufacturer narrative:
H2. Correction: please note, based on additional information received hospitalization no longer applies to b2. Also h6 codes b20, c20, and d14 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
E1 phone number:(B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced pain 10/10 but was unable to come to the site for optimization/reprogramming today. The device was activated on may 17th. When the patient came for the reprogramming on 24th he rated his pain at 6/10, baseline pain was 10/10. The doctor called the patient and was told he has no fever, and the pain was not located at the ins site but had lower back pain. The ins site was not red/hot to touch. The patient sent the doctor his wound picture and it looked clean. The patient was advised to go the the ER to manage the acute pain and assess his wound with further investigation. Additional information was received reporting that the patient was admitted to as an inpatient in the ER for a few hours for acute pain management. Underwent a few investigations that ruled out infection. It was further stated that hospitalization occurred. An appointment was scheduled for spinal cord stimulation (scs) optimization to rule out lead migration. The event was probably related to therapy. The outcome was not recovered/resolved.